Manufacturer narrative:
Patient's weight was asked but unknown. Patient's date of birth was asked but not provided. Request to ask for device return was performed; however, the device is still in the possession of the patient. Once the evaluation is completed or the device is returned for investigation, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using dreamtap device. The patient began to use the device at the (B)(6) 2017; however, the issue began after the patient used a pepsodent denture cleaner to clean the device. The patient reported of soreness of the lips and tongue. The patient stopped using the device immediately. The patient notified the dentist 4 days after experiencing the reaction. The dentist noted there was no visible signs of swelling or redness. The device is still in the possession of the patient.

Manufacturer narrative:
The actual device was not returned for investigation and analysis. The device was manufactured per patient's custom prescription (rx). The lot number of the device's material was reviewed and found no non-conformances. Testing was completed on a thermoformed device, similar to the suspect product. A series of biocompatibility test were performed and it was found that the sleep device materials were found to be biocompatible. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation, found in any of the test articles. There were no issues found with the test articles. Per the reported information the patient cleaned the device with pepsodent denture cleaner, the IFU provides a warning "do not soak in mouthwash, denture cleanser, hot water, alcohol or place in direct sunlight". It is unknown if the symptoms the patient suffered could have been directly related to the cleaning agent. When the patient was present in the office, the doctor reported that there were no visible signs of redness or swelling and unsure if symptoms may have been a result of denture cleaner. The device was reported to have been returned, however to date the device has not been received by the firm. The tracking label was also not available. The incident is being monitored, tracked, and trended. Should the device be returned, we will re-open, investigate and send a supplemental report.